Event description:
Information was received from a consumer who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to get their stimulator to turn off. The patient stated that they had cervical surgery and they had to reprogram her stimulator and not she is unable to shut it off. Patient was unsure if surgery was unrelated. The patient mentioned she saw her rep recently and they wanted her to leave the device on for 72 to 48 hours. The patient mentioned the device was giving her some stimulation over her collar bone. The patient mentioned two surgeries that they had since the implant one was a spinal surgery to have a tumor removed out of her spinal cord in l4 and l5. Another surgery was a decompression if c2 and removed c3 and c4 in her neck. The patient said stimulation was not working before these surgeries due to the tumor and decompression and after the surgeries the stimulator would not work at all. The patient stated the issue with the stimulator was that she was unable to get any relief. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.